Event description:
It was reported that a patient underwent an ablation procedure with a VARIPULSE¿ Bi-Directional Catheter and experienced a cerebrovascular accident.The patient was admitted to another hospital due to dizziness two days after the procedure, and a small lesion (cerebral infarction) was identified in the cerebellar region on MRI (magnetic resonance imaging) examination. It is unknown whether the patient was admitted immediately after the diagnosis. However, the patient¿s symptoms resolved and they fully recovered, and were discharged on (b)(6) 2026, without any sequelae.On the date of the procedure, the patient was in atrial fibrillation upon entering the room. After direct current cardioversion was performed, the rhythm converted to atrial tachycardia (AT), and mapping followed by ablation with the VARIPULSE catheter was conducted. Rhythm during first ablation was AT, and the rhythm during second and subsequent ablations were in sinus. There were 31 ablations and 88 applications. In addition to pulmonary vein isolation, posterior wall ablation was also performed. Four catheter replacements were performed as follows: OCTARAY to VARIPULSE, VARIPULSE to OCTARAY, OCTARAY to VARIPULSE, and VARIPULSE to OCTARAY.The physician assessment of the health hazard is non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product is that the patient was considered to be at risk due to factors such as the presence of a Coronary Sinus-Left Atrium shunt. A causal relationship between the issue and the Biosense Webster product could not be determined. There were no abnormalities observed prior to or during use of the product.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc. or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).